Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0d3dg, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0d3dg, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was trying to find a program that worked for them and was getting confused about switching from program or setting and having therapy for months. The patient wanted to know what the reason for the stimulator was, what it was supposed to do for them, and should it help them go the bathroom less time. It was noted that the patient wanted to know if the more they increased or decreased stimulation should it control the amount of time they went to the bathroom. The patient was going to the bathroom quite a lot and thought the therapy was supposed to decrease the times they were going to the bathroom. It was reported that the patient had the implant for fecal incontinence and the therapy had provided relief for the patient. The patient was having issues with it and had a lot of abdominal cramping which could be from irritable bowel. It was stated that the patient wanted to know if the stimulator could make the cramping worse the higher they turned it up and that was their concern and was that the way it would affect their stomach. The patient got to a point where they felt it vibrating in the coaxial area and since the permanent implant the patient did not have relief. It was reported that when the patient had the temporary one they felt stimulation on the right lower side of the buttocks but when they did the permanent one they did not feel stimulation on that side. The manufacturer representative told the patient it depended on where the wires were implanted and they were told it was implanted on the left side. It was noted that sometimes it worked for a few days and some days it didn¿t. The patient never had therapeutic effect and it had been trial and error. It was stated that there were times the patient went to the bathroom 4 to 5 times in the morning but then they were done for the rest of the day which was okay. The patient was taking a small dose or 0.5 mg of generic imodium because if they took too much it made the cramping worse, it slowed them down, and it backed them up. It was reported that the patient did not have diarrhea or constipation but did have looser stool. The patient asked if it was the irritable bowel that was making the cramping worse or was it possible to turn stimulation up that was making the cramping worse. It was noted that the patient was on program 4 at 1.3v and was not sure if they should turn stimulation up because they went to the bathroom a couple of times this afternoon which was not normal and was wondering if they should turn it up or down. The patient knew it was not working. It was stated that the manufacturer representative showed the patient a picture of how the programs worked in the body. The healthcare provider (hcp) checked the device and the wire did not move but the hcp did not know much about the therapy regarding the settings and what the purpose of the therapy was. It was reported that the manufacturer representative told the patient there was a possibility that there were 7 programs. The patient used to keep a diary a while ago but did not anymore and they were so disgusted because they were not sure what the therapy would do for them. It was noted that the patient had 50 percent relief for incontinence but not for bowel incontinence and was still going to the bathroom 5 to 6 times and it would take them until noon before they could do anything or go anywhere and this had gone on long enough. The patient had better relief when they had the temporary one. It was stated that the patient still had some leakage and would be getting silicone injections which would help. In the past when the patient was taking 1 mg of imodium a day for weeks they would get severe abdominal pain. It was reported that the problem the patient was having was decreasing times going to the bathroom. The patient¿s hcp told them that most people took an antidiarrheal with the stimulator and the patient was afraid to turn the stimulator up because it may cause cramping or make the cramping worse. It was noted that the patient was not happy with the manufacturer representative because they were a sales person and did not know much about the therapy and they should have someone to talk to about issues. The patient did not have support any more for their therapy and there was no support from the manufacturer in their area. It was stated that the patient wanted someone hired to work with them. The patient felt they were ¿bothering him¿ and if they could have someone to help them then they should ¿call a veterinarian.¿ it was noted that when the patient turned stimulation off then they had incontinence. Additional information received reported that the patient had a loss of therapeutic effect. The patient had been having issues with their implant going on 10 months of not taking care of their symptoms and having a lot of pain. It was noted that the patient fell down a few steps and was not sure if their wires had come loose. The patient fell so hard they injured their coccyx and it took over 3 weeks for the pain to subside. It was stated that the patient had an appointment with their surgeon in 4 days and didn¿t know if there were 1 or 2 wires in there. The patient had a few manufacturer representatives and spoke with the first 1 who was kind of a support for them and spoke to them yesterday and was talking with them until their boss clicked in and they had to go and the patient was told they would call back and they never heard back from them. It was reported that it was vibrating on the right side when they put in the permanent implanted in the end of november and it was vibrating on the left side and they had go through 4 programs and there were actually 7 programs and 3 more programs to put in. The patient was going to the surgeon and wanted the manufacturer representative to come to the appointment and the manufacturer representative offered in 2 days instead of the appointment date with the surgeon and the patient wanted to know how they could confirm that date if they couldn¿t get a hold of them and had tried and left them messages. It was noted that the manufacturer representative offered to meet the patient in 2 days at the surgeon¿s office and the patient was going on that day for an x-ray of the lead placement and in what they were reading it contradicted. The patient only fell down about 3 steps from stepping on their lab dog¿s tail and they flew up in the air and fell and landed on their coccyx area and a manufacturer representative did not come in and check it at that time. It was stated that when the patient turned up the intensity it was painful all the time all day in their abdomen and they turned it off 7 days ago for a few days and turned it back on and turned it off this morning and was going to see if the pain got any better in the abdomen where they were having cramping. The patient was amazed it totally worked vibrating on the right side and they wanted to get back to what they experienced during the trial and they would review with their surgeon and follow-up with them. It was reported that the patient had been putting up with the pain for a long time now during the day and there was something that needed to be done and they were a registered nurse and stimulation was working and it did help them. The patient had gone through this for 12 years and had 2 colon operations and it was a long time for them and their patience was running out. It was noted that the patient was not sure when their pain had been every minute of the day and it hadn¿t worked for them since they had been implanted for coverage. The patient¿s implant was on their right side. It was stated that the manufacturer representative just spoke with the patient and they were supposed to meet twice last week and the patient cancelled. The patient asked the manufacturer representative if they could meet in 2 days but they had availability in 3 days not in 2 days. The manufacturer representative offered the patient a time to meet but it was too early for the patient to meet. It was reported that the manufacturer representative was new to the area and the ones before them were saying they had gone through all 7 programs and the patient stated they had only been on 4 programs. The office and manufacturer representative had tried to get the patient to come in and this had been going on for 2 plus months even before they were in the area and they were waiting for the patient to actually show up and not cancel the appointments they set up. It was noted that the manufacturer representative spoke with the patient 8 times yesterday and 2 weeks ago they were going to meet and every week they had been doing this and the carved out time in their day twice to meet the patient and the patient wasn¿t there. The manufacturer representative updated the patient today to work with their hcp about a date if needed after the lead placement was checked in 2 days. It was stated that the patient would wait until after their appointment in 4 days with their surgeon to see what they wanted to do. The patient didn¿t need an appointment to just go in and get the x-ray and was told where to go in the hospital and to just go in and get them done. It was reported that the manufacturer representative didn¿t mention meeting in 3 days in their last call and they informed the patient that they spoke to them several times yesterday and one time for 20 to 30 minutes. The patient was in pain for 2 to 3 weeks in the coccyx area and that pain was healed and they were concerned that they might have moved the wires. It was noted that the physician¿s assistant (pa) asked them to turn it up and they felt stimulation and the pa felt the stimulation was working since they fell. It worked nearly as well as the temporary one and had worked and the manufacturer representative told the patient there were 3 more programs and the wire was still in place and hadn¿t worked right and they couldn¿t tell why. It was stated that it worked a little bit but not as expected and the patient was told to call their hcp and they would call the manufacturer representative and the patient felt they were getting the runaround and knew they couldn¿t tell them medical reasons. The patient just wanted the manufacturer representative know what their options might be and they didn¿t appreciate the condescending tone from them and didn¿t know the manufacturer representative wasn¿t supposed to call them and review things and felt they should have call them back. It was reported that the patient thought 10 months was long enough to find out what was causing them pain and they understood that they were supposed to call them and would speak with their hcp.